Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this device delivered inappropriate anti-tachycardia pacing (atp) and shocks for supraventricular tachycardia (svt). The rhythm was detected in the ventricular tachycardia (vt) zone and therapy was exhausted. It was reported the patient had forgotten to take their medication the day the episode occurred. Boston scientific technical services (ts) discussed device programming options. No adverse patient effects were reported.